Event description:
During manufacturer review of a patient's vns programming history noted a faulted systems diagnostics test occurred on (B)(6) 2007 which changed the vns settings, as the next interrogation on (B)(6) 2007 showed settings of 1ma/20hz/500pulsewidth/30sec on/60min off. The settings were corrected at this visit. A final interrogation to verify settings was not performed on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.